Manufacturer narrative:
The reported event was confirmed. There was no definitive root cause determined for the increase in lubricity complaints. It was determined however, there were several confounding causes that would contribute to the lubricity complaints. Per investigation, a device history record review was not required. Per investigation a labeling review was not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the magic 3 go catheters were not having the lubrication which resulted in difficulty during insertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the magic 3 go was not having the lubrication which resulted to difficult to insert.